Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unknown bd syringe was contaminated with foreign matter.

Event description:
It was reported that the unknown bd syringe was contaminated with foreign matter.

Manufacturer narrative:
Bd was not provided with photos or samples for an unknown hypo needle to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR could not be confirmed as the lot# is unknown.